Event description:
Description of event: a pt undergoing diagnostic heart cath. Right femoral artery cath site sealed with angio-seal at end of procedure, direct pressure applied for 10 minutes. Patient became hypotensive and sleepy, narcan and ramazicon given to reverse cns depressants. Patient's condition declined to code blue within twenty minutes after transfer to medical-surgical unit. Resuscitation efforts failed. Autopsy revealed cause of death was a large retroperitoneal bleed from the femoral artery cath site, angio-seal could not be found.